Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on the patient, the cuff, balloon and pilot valve of the device would not stay inflated and deflated. Third tube with different lot number was used and had no issue.